Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fibers glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The fiber/ cap conditions would result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure that contributed to this failure was suspected to be related to heat accumulation due to anatomical/procedural factors encountered during the procedure. Cap wear was accelerated limiting the performance of the fiber.